Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump displayed an alarm with no message. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with a scratched screen. During analysis, a cassette was attached to the device and ran with no issues. The customer's reported issue could not be duplicated. The upstream sensor will be recalibrated as a preventive measure. Based on the evidence, the complaint was not confirmed, and no problem was found.